Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via webform that the insulin had an audio loss issue. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.